Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior and posterior colporrhaphy with mesh via elevate; due to stress urinary incontinence and incompetence of pubocervical tissue with complete cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent urethrolysis, transvaginal sling lysis and placement of new transobturator midurethral mesh sling on (B)(6) 2015 due to obstructive voiding dysfunction and vaginal pain. (B)(4).